Event description:
A patient reported experiencing inaccurate high results with an ot ultra meter. The patient's blood glucose results were 390, 226, 299mg/dl. Tests were done within 10 minutes with a difference of 32%. Patient did not experience any adverse events. No further information has been reported.